Manufacturer narrative:
(B)(4). Customer reported that they got a false asystole reading on 12-lead ECG. There was no negative impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got a false asystole reading on 12-lead ECG. There was no negative impact to the involved pt.